Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill guide was found bent during a surgery and the user attempted to correct it. On doing so the instrument broke and cut the user¿s index finger. There seemed to be no impact on the surgery and the procedure was completed successfully with no prolongation. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the received double drill guide is in a very used condition, the teeth of the intact sleeve are totally worn out and partially flattened. The other sleeve is broken as complained at the crossover from the thicker soldered part to the thinner sleeve. The broken fragment was not sent back for evaluation and therefore the relevant dimensions cannot be verified. However, the review of the manufacturing documents showed no deviations and the used condition of this in (B)(6) 2008 manufactured device speak against a manufacturing related issue. In addition is the fracture face homogenous, which indicates material conformity. Afterwards it cannot be defined why the sleeve was initially bent; it is likely that this was caused by a mechanical overload during use or reprocessing. The wall thickness of this sleeve is quite thin as this sleeve is only used for 1mm drill bits, therefore any reverse bending like in this case will lead to a breakage of the sleeve. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.